Event description:
Resident with castleman's disease and endstage dementia found with upper half of body and left arm protruding from bed, between bedside rail and "dfs homecare advanced dynamic flotation system with auto mattress. Resident was repositioned and treated but expired approximately fifteen minutes later. Cause of death unknonw at this time."